Manufacturer narrative:
On an unspecified date in (B)(6) 2016 reported as "over ten days ago", the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis event was unknown. The patient recovery status was not reported and the action taken with dianeal therapy was unknown. No additional information is available.